Event description:
The first fire with a 60 green roticulating load with a seamguard; it fired without incident. The second fire was a 60 blue load that pushed the tissue away. The third fire was a 60 green load without seamguard and the load misfired. Surgeon requested a new endo gia universal 12mm xl instrument; the new instrument fired without incident.